Event description:
During a breast implant replacement surgery on my daughter, the bovie cord grounding cable (preliminary report from the doctor performing the procedure but nothing written has been provided by the bio-medical investigator or doctor to the pt as of this date) had a defect in the insulation causing a serious 3rd degree burn to the upper left exterior thigh of the pt.